Manufacturer narrative:
Placeholder.

Event description:
Follow up

Manufacturer narrative:
The sample was returned for evaluation. The investigation is in progress and a follow-up report will be provided once completed.

Event description:
Infant being held after feeding by mother at bedside. Mother states ¿something fell¿, upon inspection peripherally inserted argon midline catheter found broken where the catheter and the (over) angel meet. New PICC or piv was placed for completion of prescribed therapy.